Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor quit working occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a high wedge error. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be a stale stop command. The reported event of a sensor quit working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.